Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench handling, and environmental chamber testing without duplicating the report. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.